Event description:
It was reported that the device heated up very much during a procedure at the user facility. The procedure was completed with a slight delay and no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device heated up very much during a procedure at the user facility. The procedure was completed with a slight delay and no medical intervention or adverse consequences were reported.